Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received involving a tego¿ connector that experienced breakage. It was reported that problem: unable to irrigate catheter due to membrane being broken; date the product was initially used: (B)(6) 2024, date product problem occurred: (B)(6) 2024, he explained that on (B)(6) during start of 3rd treatment, unable to irrigate catheter when treatment was initiated. Tego's were changed on both catheter branches, and treatment restarted. Membrane appeared broken on used tego. The decontamination performed was disinfectant wipe. The defect was detected prior to use, there was no blood loss (considered clinically significant), no serious injury or property damage, no medical or surgical intervention was required, the patient returned to baseline, the device was replaced with no further problems. The competent authority was not notified. There was patient involvement and no patient harm.

Manufacturer narrative:
Received three (3) used d1000 tego connectors for inspection on 12/10/24. Two (2) of the samples had excessive tearing on the seal. No defects or anomalies on the third sample. Each tego was accessed with a male luer to observe the fluid path. The two (2) tegos with seal tearing were found to have the seal collapsed and occluded the fluid path. The third sample had no occlusions observed in the fluid path. A flow test was performed on the third sample and was found to meet product specifications. The reported complaint can be confirmed on two (2) of the three (3) returned tegos due to the seal tearing. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted and no relevant nonconformities were found that would have led to the reported complaint.